Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The complaint is confirmed for 1 roi-c implant 14x14 h6mm (pn mc1312p) and 1 roi-c anchoring plate (pn mc1005t) for the reported failure of a damaged roi-c cage and insertion piece. The cause of the damage cannot be determined at this time since there is no information available regarding how the cage and plates were being used or handled at the time of the damage, and the products were not returned for evaluation. Per DHR review, the part was likely conforming when it left zimmer biomet control. No actions required. This event is not related to any previous actions. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Corrections in b5, d9, and h3. Additional information in h6: component, impact, investigation type, and findings. Device evaluation visual inspection revealed a plate is jammed in the cage and the cage has fractured. Device use these devices are used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that during the procedure the cage and anchoring plate broke. They were removed and replaced with alternates to complete the case. There were no reported patient impacts. This is report one of two for the event.

Manufacturer narrative:
Establishment name: (B)(6). Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3004788213-2020-00148.

Event description:
It was reported that during the procedure the cage and anchoring plate broke. They were removed, and replaced with alternates to complete the case. There were no reported patient impacts. This is report one of two for the event.